Event description:
On (B)(6) 2013, it was reported that the vns patient had an infection post implant that was thought to be caused by an undiagnosed urinary tract infection. No further information was provided. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.